Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the battery was checked by the staff and still had 40% charge. The patient¿s insurance declined the replacement and the procedure was cancelled. It was noted the patient was fine and their symptoms were controlled. The stimulator remained working with no intercurrences.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿deployed¿ in (B)(6) 2010 and it was ¿giving battery failures.¿ additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).